Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
Patient initially implanted with a bifurcated stent and a suprarenal aortic extension on (B)(6) 2015. During the initial procedure, the physician also implanted a renal snorkel of the left lower renal artery. On (B)(6) 2016 the patient came in emergently with abdominal pain and computed tomography (CT) showed a type 1a endoleak. The physician elected to explant the stents and complete an open repair. The patient is in stable condition.

Manufacturer narrative:
The investigation of the reported event was conducted, a clinical evaluation was completed and the event could not be confirmed. Limited patient records were provided for clinical evaluation. The device was not returned for further evaluation and a manufacturing or design issue has not been identified or suspected based on the evaluation of the reported event. The root cause of the reported event is unknown based on the information provided. Potential contributing factors to the reported event include; off label use and patient anatomy.